Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had high impedance and as a result the system was unable to enter MRI mode. Therapy remained effective as only one contact was not used due to high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Effective therapy was restored.